Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a poly insert impactor tip had broken at the point where the tip connects to the impactor handle.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a poly insert impactor tip had broken at the point where the tip connects to the impactor handle. Review of the inspection records for the affected lot indicate that the impactor tip was manufactured to specification.